Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure after which the patient developed a hematoma that evolved into a cul-de-sac abscess. The surgeon treated the patient with antibiotics and drainage of the abscess through the vagina. A small foley catheter was placed and the site was lavaged through the catheter for seven days at which time the catheter was removed. The patient is improving markedly and so far has not appreciated any mesh exposure. In 2007, the surgeon reported that the patient is currently doing well and her results currently are excellent.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.